Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that a "b30" error occurred upon connection of an endoscope to the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a different endoscope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the information from the field service engineer (fse), the cause of the phenomena appeared to be a faulty internal board. However, they could not determine the cause of faulty board. The repair was carried out on site. The technician changed the video card, the processor worked correctly. Olympus will continue to monitor field performance for this device.